Event description:
It was reported that the insulin pump alarmed an error. The customer stated that the device was not stored or not in use for an extended period of time. The customer's blood glucose was unknown. Nothing further was reposted.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform the error test due to motor error alarm. The insulin pump received with cracked display window corner, battery tube threads, reservoir tube lip, and scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.